Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, was the staple line incomplete (missing staples)? What was the staple formation (unformed, malformed)? How was the procedure completed? Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, the stapler when used does not generate the hermetic seal that it should be generated. Staples are staying only in distal stump without performing anastomosis. The circular stapler did not make an hermetic closure and the staples only stay in the distal part of the colon. There were no patient consequences reported.